Event description:
It was reported the lead had unacceptable thresholds, and increased impedance, inconsistent and rising when tested through an analyzer. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.